Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) could not reach the target location due to lv lead dislodgement during slitting. The lead was implanted and remains in use. The patient was a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.